Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 108 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The insulin pump had an intermittent esc and act buttons due to moisture damage on keypad traces. The insulin pump had missing serial/address label, missing end cap sticker, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window and cracked case at display window corners.